Manufacturer narrative:
(B)(4). The customer reported that they will not return the defective mainboard for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable) and transducer fault. The customer confirmed that there is no patient involvement associated with this reported event.